Event description:
During an MRI examination, the MRI unit stopped working, when the technologist entered the scan room to see what was wrong, they smelled smoke and saw smoke and possible flames in a closet behind the scanner that houses the pass through filter from the equipment room into the scan room. The technologist immediately removed the pt from the room (without incident) and instructed others in the area there was a fire, to pull the alarm and evacuate all pts. The technologist then went back with an MRI safe fire extinguisher and extinguished the small fire. There were no injuries reported. Fire department arrived and verified the fire had been fully extinguished.